Event description:
A report was received that the patient was experiencing stimulation while the device was turned off. It was noted that there were high impedances on the leads. Database analysis revealed high impedance values on several electrodes of the leads. It was believed that the lead had a fracture. The patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient was experiencing stimulation while the device was turned off. It was noted that there were high impedances on the leads. Database analysis revealed high impedance values on several electrodes of the leads. It was believed that the lead had a fracture. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced due to malfunction. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.